Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment computed tomography scan of abdomen and pelvis was revealed that there was a bard inferior vena cava filter positioned below the renal veins. The patient had a clinical history of abdominal pain. Some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. There were only a total of 11 filter arms and legs seen, 6 arms and 5 legs. One leg was missed which represented a fracture. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached and struts perforated. The device has been removed by percutaneous removal procedure. The current status of the patient is unknown.